Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to unknown product performance anomaly. This ra lead was replaced with same model, not implanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the operator of device field (d5) in section d, suspect medical device. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no abnormalities. Testing was completed to assess lead electrical performance and inner insulation integrity. However, the helix mechanism test failed due to the helix housing being clogged with dried blood or body fluid. Dried blood or debris was loosened, the helix is functional, but sticky. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to unknown product performance anomaly. This ra lead was replaced with same model, not implanted and returned for analysis. No adverse patient effects were reported.